Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the photos indicated that scale markings were missing and there was foreign material in the syringe. A total of 10 retained samples were visually inspected, and no foreign material was observed and the scale markings were present. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - unknown and printing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd preset¿ eclipse¿, two (2) units exhibited a missing scale, and one (1) unit exhibited black spots inside the barrel. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd preset¿ eclipse¿, two (2) units exhibited a missing scale, and one (1) unit exhibited black spots inside the barrel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.